Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a reddish material inside the pebax due to a separation noted between electrode number two and the pebax. Initially, it was reported that at about one hundred twenty (120) minutes after the start of use, when ablation was attempted with the qdot micro catheter, the catheter warped momentarily in 3d. There was no problem after that; however, it was determined that there was a problem with the catheter display. Error 401 was displayed only at that moment. The problem was reproducible. The problem occurred during right inferior pulmonary vein (ripv) ablation and bending and extending problem of the catheter was anticipated. The same problem occurred every time when bending the catheter. The problem was not resolved by replacing the cable. When the catheter was replaced, the issue was resolved. It was also reported that during ablation, about eighty (80) minutes after the start of use, the ablation was stopped due to a sudden rise in temperature. When the catheter was removed from the patient¿s body and checked, a small char was observed by the physician. The procedure was continued after the char was wiped off. Anticoagulation therapy was conducted and activated clotting time (act) value was more than 300. There were no problems switching between low and high flow. Only qmode+ setting was used at 90w all around, target 55 degrees celsius. Site of occurrence was right pulmonary vein (rpv). The setting time for pre/post were 4 seconds/4 seconds. The temperature displayed by ngen or bull's eye before or without ablation was 36 degrees celsius. The correct catheter setting was selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. Heparinized normal saline was used. No adverse patient consequence was reported. The visualization, deflection, high temperature, and char issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 04-jun-2024, reddish material was observed inside the pebax due to a separation noted between electrode number two and the pebax. This was assessed as MDR reportable with an awareness date of 04-jun-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection and functional tests of the returned device were performed following bwi procedures. Visual analysis revealed reddish material inside the pebax due to electrode (#2) and pebax are separated. No char was observed on the tip. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. Then, the device was connected to the carto 3 system, and it was recognized and visualized correctly. No issues or errors were observed. Also, the temperature and impedance test were performed and the device was found working correctly. No temperature or impedance issues were observed. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. Although no failure was observed during the test, the customer complaint was confirmed due to the reddish material observed inside the pebax and it could be related to the visualization and temperature issues reported by the customer. However, this cannot be conclusively determined. Also, the foreign material could be related to the reported char issue during the procedure. However, this cannot be conclusively determined as well. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft. Twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. Additionally, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. Char is a physical phenomenon of radiofrequency (rf). It can be the usual result of the ablation process. However, the IFU contain the following instruction: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. A manufacturing record evaluation was performed for the finished device 31105491l number, and no internal action was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action was created for further investigation of the force sensor sleeve insulation to prevent fluids from getting inside the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).